Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that he was draining very slowly during drain 3 of 3. During troubleshooting, the patient was removing the cycler cassette from the liberty select and observed fluid in the cassette compartment. The patient reported missing one treatment. Patient was advised to perform continuous ambulatory treatment until a replacement cycler arrived. Additional information was solicited and received. The patient was prescribed prophylactic antibiotics. The patient did not experience any complications. Additional information on the sample availability for investigation was solicited.

Manufacturer narrative:
Correction: manufacturing plant received actual sample one cassette from code 050-87216 without its original package. During disinfection the alleged failure was confirmed, a leak was found on the cassette film. A visual inspection was performed to sample cassette and noticed a pin hole at the cassette film. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."